Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed a hygroma around the pump pocket. The physician believes that the hygroma formed as a result of cerebrospinal fluid leak that migrated along the catheter track and pooling in the pump pocket. The physician does not believe the root cause of the hygroma is due to the pump or catheter.